Event description:
Additional information was received on (B)(6), 2012 when it was reported that no trauma or patient manipulation occurred. The patient's lead information was illegible and therefore could not be provided. For patient privacy reasons, a copy of the x-rays was not provided for review. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2012, a physician reported that high impedance was observed with a vns patient on (B)(6) 2012. No diagnostics were performed but upon interrogation a message was seen indicating high impedance. The patient was at settings of output = 2.5 ma/frequency = 30 hz/pulse width = 500 usec/on time = 30 sec/off time = 5 min/magnet output = 0 ma/magnet on time = 60 sec/magnet pulse width = 500 usec. The physician was recommended to disable the device and have x-rays taken. (B)(6) 2012, was the first time the patient was seen by this physician. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.